Manufacturer narrative:
Product investigation is in progress.

Event description:
Left half tampon inside me - vagina [foreign body in reproductive tract]. Tampon snapped [device breakage]. Attempt to remove tampon and it snapped. Left half of tampon inside of me [complication of device removal]. Pain - vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Case narrative: consumer reported via e-mail that the tampon snapped in half during removal. No serious injury reported.

Event description:
Left half tampon inside me - vagina [foreign body in reproductive tract]. Tampon snapped [device breakage]. Attempt to remove tampon and it snapped..left half of tampon inside of me [complication of device removal]. Pain - vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Case narrative: consumer reported via e-mail that the tampon snapped in half during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.